Event description:
Healthcare professional reported "right side deflation." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken plug strap, opening on posterior, red particles in the shell and yellow particles inner the device. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and striated broken on the plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening. Striated pattern of broken assessed as surgical damage.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.